Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a clear colorless fluid leak from the right side of the coulter lh 780 hematology analyzer. Customer reported that the leak was all over the counter from the right side of the unit. Customer reported that the volume of the leak was greater than 10 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the lower sheath tubing was removed at the y-fitting which is connected to valve vl46b. The fse replaced the affected tubing and repaired the connection at the y- fitting. The fse also performed preventive maintenance.

Manufacturer narrative:
(B)(4).